Event description:
Caller states that he tested 5.4 inr on the coaguchek xs system and 3.1 inr on a comparison lab. Reporter stated that his doctor changed his warfarin dosage based on the lab reading. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.